Event description:
It was reported that error code 41541 occurred during testing, indicating a latch lock sensor issue. There were no patient involvement. Evaluation of the returned device found the downstream occlusion seal was cracked and the downstream occlusion sensor was defective.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked. Service history identified the device was in for service on (B)(4) 2025, and it is related to the current complaint. Functional testing was performed and the event history was reviewed. The reported issue was confirmed, and a defective dso sensor was identified. The dso seal and dso sensor were both replaced to address this issue.